Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, a dissection occurred with the 0.035" j-tip guidewire or arterial sheath of the enroute transcarotid neuroprotection system (nps). An unplanned additional stent was placed to cover the dissection. There were no further complications reported.